Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned and no additional information was available. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text: implanted.

Event description:
As reported: "advanced locking screw bound up in alpha tibia nail. Would not advance or back up. Cut screw tip with bolt cutter. Screw prominent. May need additional surgery to remove. Revision surgery is planned, but not yet scheduled. Bone quality seemed normal. The locking screw was placed in the proximal, oblique hole of the jig and into the nail."